Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer had blood glucose readings of 300-500 mg/dl. The customer stated that he ate everything in sight which caused the high readings. The customer also had low reading of 50 mg/dl and treated with 2 glucose tablets and a bowl of sugar cereal. The customer was advised to call if the issues persist.